Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9, h.3, h.6, and h.11. One opened phacoemulsification tip, with a wrench, in a bag, in a tray was received for the report. Sample was visually inspected and found to be conforming. Wear was observed on threads, back of flange, and nut corners consistent with threading on handpiece. A functional test was performed to check the threads and go and no-go thread check were conforming to specifications. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation could not confirm the loose tip error, the phacoemulsification tip was visually and functionally conforming; therefore, the root cause cannot be determined from this evaluation as the phacoemulsification tip was conforming. No action was taken as the phacoemulsification tip was manufactured to specifications. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the loose tip error was displayed during calibration for cataract surgery with intraocular lens implantation. The procedure was completed by replacing the phacoemulsification tip with new one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).